Event description:
Device malfunction: stent fracture. Time of malfunction: approximately 11 months after the procedure. Symptoms/ae: none. It was reported that approximately 11 months post an uneventful left internal carotid artery stenting procedure, the patient was found to have a stent fracture. The stent fracture was found after a routine follow-up visit. A carotid doppler done in 2008 showed elevated velocities within the stent. This alerted the physician and a CT angiogram was done on approx one and a half months later, showing the stent fracture. The plan is to continue to monitor the patient. No invasive action is planned at this time. The patient is not having any adverse effects. Although requested,there is no additional information available. Study event.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformance which could have contributed to this complaint. No images were provided for review.